Event description:
It was reported that this pacemaker triggered a red call doctor icon via remote patient monitoring for an unspecified reason. Approximately a week later, this pacemaker was explanted and replaced due to normal battery depletion (nbd). No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this pacemaker triggered a red call doctor icon via remote patient monitoring for an unspecified reason. Approximately a week later, this pacemaker was explanted and replaced due to normal battery depletion (nbd). No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.